Event description:
Administrator reports a fiber leak noted 10 minutes into the pt treatment. This was the 4th reuse of this dialyzer. Hemastix confirmed the blood leak. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.